Event description:
The pt experienced a loss of therapeutic effect and stimulation sensation from the left side of her device. She could not adjust the stimulation with her programmer. Only the 9v programmer battery light was on, not the ipg light. Further info is being requested from the hcp.